Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Externalized conductors due to external insulation abrasion found at 14.5-16.9cm and 26.3-29cm from the pin. The conductor was visible. Multiple external insulation abrasions found between svc shock coil and trifurcation. External abrasion consistent with lead friction to ICD can was found at 5.8-6.2cm from is-1 pin.